Event description:
Information received by medtronic indicated that insulin pump reservoir lip ring was damaged . Customer reported that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
(B)(4). Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with serial number label fading, partially broken retainer and broken reservoir tube lip.